Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post right ventricular (rv) lead implant, due to high impedance of the rv lead, the polarity switched to unipolar. As the ECG waveform changed, a device check was performed, rv lead high impedance,and threshold increase was observed. Based on x-ray scan, rv lead lead dislodgement was suspected. An emergency procedure was performed for rv lead revision. When the rv lead suture sleeve was removed, insulation damage was identified. The rv lead was explanted and replaced with another of the same lead. No patient complications have been reported as a result of this event.